Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/02/2021. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturing records review: as a part of investigation batch manufacturing record was reviewed for code nw1326 lot t8086. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the batch card review, it has been observed that there was no issue related to the suture quality and processing of this incident lot. Retained sample evaluation: as the complaint is related to performance-pull off suture needle/performance-breakage suture, suture visual inspection as well as knot pull tensile strength test and needle pull test is applicable & measurable parameter. 05 units of retain samples of incident code nw1326 and lot t8086 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures / needles were found intact. The sutures were physically inspected for attribute defects like kinks, weak spots, broken piece, knot, fraying, brittleness, detached needles but no such defects were observed. All 05 units of retain samples were visually inspected under 10x magnification for attribute defects like weak spots, colorlessness, roughness, fractured, frayed, scraped, severed, and/or notched suture but no defects were observed. All retain samples were also checked for loose or open braid/twist, uneven coating and/or thick coating, broomed end/tail, core protrusion but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. Knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample was found to be 3.074 kgf and value at release was found to be 3.012 kgf which meets the in-house average knot pull tensile strength requirement i.e. Nlt 1.891 kgf in addition, needle pull-off test was performed over five retain samples to check the behavior of the swaging process. The average needle pull value of the retain sample was found to be 2.286 kgf and value at release was found to be 2.545 kgf which meets the average in-house requirement i.e. Nlt 0.690 kgf all the individual as well as average knot pull tensile strength test values along with needle pull test values were found to meet the in-house specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. The reported incident was one and isolated case for code nw1326 lot t8086 no other event was reported for same description from other parts of country. Based on the analysis this is not a confirmed complaint. Based on the analysis this is not a confirmed complaint.

Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the lot number for product nw1326? T8086 please confirm if both products reported presented the two problems reported in this complaint: suture breakage and pull off - suture needle: according to dr., nw1326 & nw1205 got separated from swage point. Please confirm the quantity of broken sutures: 1 foil each of nw1326 & nw1205. Please confirm the quantity of needle & sutures separated from swage point: 2 foils. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported in 2210968-2021-08520.

Event description:
It was reported that a patient underwent a circumcision surgery on (B)(6) 2021 and suture was used. During the anastomosis procedure, the suture broke at the middle of the suture and needle and suture got separated from the swage point. No adverse patient consequences were reported. Additional information was requested.